Event description:
Caller states the patient tested 1.3 inr on the coaguchek s system and 1.18 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect and replacement was sent.